Event description:
It was reported that immediately after opening the package, the customer found a pinhole in the breathing bag. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. Both breathing bags had a tear. No other analysis was performed. Unable to determine the root cause of the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.